Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06689 and 2134265-2015-06599. It was reported that automatic pullback failure occurred. The 99% target lesion was located in the moderately tortuous and moderately calcified proximal end of the left anterior descending (lad) artery. During preparation for percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. The opticross¿ was then connected to the motor drive unit five plus (mdu5+) and pullback was attempted for operation check. However, it was unable to perform pullback. Reconnection could not resolve the issue. The catheter was then exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's status is good.